Event description:
Tip of cusa broke off. While using the disposable micro extended cusa tip intra-nasal. It was noted by the surgeon the tip broke off, about 1cm. Unclear why this happened. A new tip was given to the field. Contact rep for further recommendation. Manufacturer response for tissue ablation tool, cusa (per site reporter) or contacted rep directly.